Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good conditions; it is a new pressure chamber. After a visual inspection was noticed that on device was one manufacturing date and, on the box, another one, these two were not matching. Complaint was confirmed. A label with a wrong manufacturing date was glued on the box. Investigation determined that incorrect box label was applied to the packing box during packaging. This issue was brought to the attention of manufacturing quality. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. A new label was printed.

Manufacturer narrative:
Other, other text: b3, b5, d10, h3; updated. D3, g1,2 email is: regulatory.responses@icumed.com.

Event description:
Additional information received email. The date of the event was (B)(6) 2023. It occurred at (B)(6) medical center.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the printed manufacturing date between device and box was mismatched. No patient involvement and no injury.